Event description:
A customer reported having infusion problems during a procedure. There was no patient harm reported. Add'l info has been requested but none has been received.

Manufacturer narrative:
The company rep examined the system and was unable to confirm the reported event. The company rep checked the infusion and the regulators were adjusted. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the complaints did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).